Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported during preventative maintenance (pm) that the cardiosave intra-aortic balloon pump (iabp) unit's tether failed to retract on the doppler. There was no patient involvement.

Manufacturer narrative:
Additional contact information: (name - (B)(6), email - (B)(6), contact - (B)(6)). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the tether to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.